Event description:
It was reported to philips that a patient experienced "severe hair loss" following an interventional procedure. No further details have been provided to date. An investigation into this complaint has been initiated by philips. The complaint device (B)(4) is not sold in the us. However, its similar device (B)(6) is marketed in the us under 510(k): k200917.